Event description:
It was reported that while attempting to start an IV on a peds patient, the IV did not fully retract into the safety device. When the patient was taking the sharp off the sharp poked the mom in the leg. No puncture mark was noted on the mom's leg and the mom felt it was low risk. Level of harm: minimal harm. There was patient involvement, and harm/adverse event was reported.

Manufacturer narrative:
D4: full UDI is unknown as no lot was reported. Device evaluation: no investigation or root cause analysis could be conducted given that no complaint sample was returned. No further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. ICU medical regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly. Device history could not be performed as lot number was unknown.